Event description:
This was submitted to the FDA july 30, 2018. I asked the thorough questions, re: the essure implants including has there been any negative side effects. I was told none. Noticed shortly after in mid (B)(6) 2011, I started feeling off but wasn't sure why I noticed my monthly cycle began becoming painful to extreme painful. My abdominal and pelvic zones became painful. Down right excruciating. Could not pin point the gradual pain, however, I became nauseated and have remain nauseous in all truthfulness on going ever since. I have been prescribed zofran ongoing. I was diagnosed with ami, (leukemia) due to my blood counts. After going through hell, being prescribed chemo meds - gleevec, being admitted to the hospital and countless ER visits as most scary being told I will die from this, watching my two young boys see their mother deteriorate in pain, misery, lethargy, nausea, ongoing intense pain. After a period of nonstop agonizing pain, severe cramping every month which was a new symptom after the essure implant and feeling over all malaise. Lethargy and overall not well through ongoing extremely severe joint pain and back pain, we got a second opinion of my cancer diagnosed. Another top specialist said though my bcr was elevated I did not have leukemia. I had/have suffered tremendous debilitation since the implants, however, since being told yes I actually have something wrong with my blood counts, system and body with severe inflammation. I have suffered with autoimmune issues ever since the implants. I have been tested positive with ana, sna, mixed connective tissue disease. The medical community didn't pinpoint the severe health issues may be contributed to the implants. However, my health deterioration soon after these implants and have continued on an ongoing path of miserable symptoms resulting in chronic pain. Between the constant nagging autoimmune, ongoing elevated blood counts and non-stop nagging pain in my pelvic area including ovaries, uterus and tubes. I am suffering, tremendously suffering. Each month my cycles have been heavier than it was before the implants. I have inbetween bleeding, swelling and bloating and cysts on my ovaries, I suffer night sweats elevated temperatures and unidentifiable constant infections as my wbc has stayed. I have had elevated blood pressure and heart rates. I had no choice but to go to the ER two nights ago. My dr highly recommended having the implants removed due to bleeding my symptoms, location and bp, hr and severe pain. Had cat scan and ultrasound of my female organs. Adviced, have implant removed asap. I had after my implant suffered from a full dnc and leep due to the inflammation of my uterus and female organs. To worry, suffer and have debilitating health since the implants and to realize I feel I can work hard at trying to get back some normalcy and end this pain by having the essure implants removed gives me hope. Just praying all the joint, inflammation and torture my body has suffered from these implants will offer some point of not having complete permanent damages to my body. I know that some permanent damage will not recover. No woman should endure these kind of horrific pain and dominating health issues. Bayer should never allow this essure implant device to be implanted knowing of the horrific side effects. If anyone had told me I would have never had them implanted it is disgraceful to allow a woman knowingly of the side effects to trust bayer and have them implanted, only to have them surgically removed. Scar tissue and these horrible side effects are gut "wrenchingly" painful to stomach. My quality of life has suffered terribly since the essure implant was implanted. My children have not had their mother at her best since having the implant. I am ashamed of bayer for allowing this tragedy.